Manufacturer narrative:
The customer reported that the device did not deliver a second shock as expected. There was no report of negative pt impact.

Event description:
The customer reported that the device did not deliver a second shock as expected. There was no report of negative pt impact.